Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction / incident. (B)(4).

Event description:
Additional information was received from the customer, reporting that a system advisory displayed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the "vit" was not available. The system was switched out which caused a delay of 5 minutes. Additional information has been requested.